Event description:
Pt on home hyperalimination therapy from 7:30 pm until 7:30 am. On 5 separate occasions, the connection and the administration set has leaked, sometime through the night. Usually at least 2 hrs after therapy started some times as late as 10 hrs, causing IV PICC line site to become wet with IV solution. (Also see medwatch 1000293.)